Event description:
Approx 66 hours into the 72 hours cooling period, the olympic medical device gave a serious error, e93 and operation shut down. Attempts at restarting the machine were unsuccessful at resuming cooling. We continued cooling for the remaining 6 hours using a bag of chilled water.